Manufacturer narrative:
The product was unavailable for return as it was discarded by the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2016, a strata ii shunt was found to be leaking. According to the report, another shunt was used to complete the surgery. Reportedly, there was no injury to the patient and the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.